Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, the stent was found to be damaged. When the stent was removed from its packaging, the strut was "opened". The device was removed from the field and the procedure was completed with another taxus stent. No pt complications occurred.